Event description:
It was reported that after a laparoscopic roux n y the patient went home one to two days post op. On the following sunday the patient felt a ripping sensation. The patient called the family doctor, the family doctor subsequently told the patient to go to the hospital. Upon arrival, the patient had a reoperation and there was found to be a leak at the remnant pouch. The patient had to have their colon removed. The patient is currently in ICU. The surgeon feels the pouch burst, which may have been due to air in the remnant pouch.